Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone11.8 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level had risen to greater than 250 mg/dl. The pod adhesive had separated from the skin, causing the cannula to dislodge. At the time of the event, the patient was walking, and the pod had been worn between 1 and 4 hours on the leg. To treat the issue, a new pod was applied.